Event description:
Acct. Reports that the septum on the middle injection port ruptured during infusion of contrast with a pressure injector for a CT scan. States during the scan the pts are required to place both arms above their head and due to the fact that the IV catheter was in the antecubital space, they don't know if the IV catheter kinked off or not. The CT pressure injector dispenses approx. 300 psi. There was no injury to the pt., tubing was changed which is considered a nursing intervention.